Event description:
The company was informed that the patient has developed infection at the implant site. The patient is being treated with antibiotics (type unk). The patient continues to be monitored by the center.